Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colon surgery, at the first firing of colon resection, they connected the reload to the powered stapler, however, the surgeon could not fire the device. They replaced with a disposal handle and connected the same reload however, the surgeon could still not fire the device. Replaced the reload to a new one and connected the powered stapler and the firing was completed with no problem. There was no patient injury.